Manufacturer narrative:
The complaint device has been retained by the customer and is not available at this time.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally deflated breast implants during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-08033 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 28, 2023, mentor was notified that the complaint device was reported to be non-mentor. The manufacturer was not provided. As a result, no further investigation shall take place and no further reports will be sent. Manufacturer¿s reference number: (B)(4).